Event description:
Iridex became aware of a patient experiencing conjunctival hemorrhage during treatment using a micropulse p3 probe and cyclo g6 laser system. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician. However, the treating physician did observe some discrepancy with the probe, replaced the probe and performed the treatment. There is no additional information available currently. Engineering failure analysis was not performed because the device was not returned for evaluation. If the devices are returned and the results of failure analysis indicate new information, the adverse event report will be amended.

Manufacturer narrative:
This follow-up report is provided to update the following: 1)part b: b5 -product problem section was updated. 2) report c: is this a combination product - no. 3) report d: updates to section d8, d9, d4. 4) part h: update to include that this a correction and additional information report. 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant. Note: patient information was not provided, therefore part a is not filled out.

Event description:
Iridex became aware of a patient experiencing conjunctival hemorrhage during treatment using a micropulse p3 probe and cyclo g6 laser system. However, the treating physician did observe some discrepancy with the probe, replaced the probe and performed the treatment.